Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not yet returned.

Event description:
It was reported to vyaire medical that the vela ventilator shows vent inop on start up and transducer fault on the error logs. There was no patient involvement reported with this event.